Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the surgeon had implanted the company lens and the patient had experienced photopsia upon lens implantation. Additional information was received by stating, yag capsulotomy had been performed. There are two medical device reports associated with this patient. This file is for right eye.